Event description:
After esophageal dilatation was completed it was noticed that the whole guide wire had not been retrieved. A 2 inch section had broken off approximately two coils down in the patient's esophagus. Doctor retrieved it with forceps. The device had an unknown amount of use.